Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 titled ¿ultrasound-guided repair of the anterior talofibular ligament with or without gould augmentation is safe and improves clinical outcomes for chronic lateral ankle instability: a case series of 49 patients¿. The study reviewed forty-nine (49) patients who underwent ankle procedures using arthrex fibertak devices. One (1) patients was documented to have had ankle instability resulting in a nerve pain during the six (6) month follow-up period. Ref: hattori, s., et al. (2025). "Ultrasound-guided repair of the anterior talofibular ligament with or without gould augmentation is safe and improves clinical outcomes for chronic lateral ankle instability: a case series of 49 patients." J isakos 11: 100386.